Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with an error code 10. This is indicative of a generator reset known as a burst watchdog timeout, seizure rate and quality of life remain unchanged. Session reports were provided and reviewed. Device history records were reviewed on 1/31/2025 for m 106 sn: (B)(6). The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
H6. Type of investigation, initial report inadvertently left out b01.

Event description:
Internal data was received and reviewed. It was determined that the event is related to software/firmware issue. No other relevant information has been received to date.